Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system could not confirm if the device in question contributed to the patient¿s adverse event. The fse confirmed that the system log were not able to be reviewed and confirmed with the customer that the spo2 cable may not have been connected to the patient during the time of the event. The philips field service engineer (fse) could not confirm the customers device issue.

Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating the system spo2 cable is working resulting in a patient's death. The device was in use on patient at time of event, there was an adverse event reported.